Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No excessive no delivery alarm or motor error alarm noted. Minor scratched lcd window and cracked reservoir tube lip noted.

Event description:
Customer reported that he was hospitalized for non-diabetes related issue. Customer stated that while in the hospital his blood glucose went high and was treated. Customer stated that the insulin pump was alarming no delivery and motor error during basal. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.